Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2019. Data was evaluated the data log confirmed the report of an inaccuracy. Additionally, it was determined via data that calibrations were entered during periods of rapid rates of change. The probable cause was determined to be improper calibration during a rapid rise or fall. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No injury or medical intervention was reported.